Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received with the stent fully deployed from the delivery system. The stent was returned for analysis lodged inside a hemostasis valve. A visual and tactile inspection identified a complete break of the outer sheath located at the main t-valve. A visual and tactile examination identified no issues with the tip of the device.

Event description:
Reportable based on the device analysis completed on 16 sep 2024. It was reported that partial deployment occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous internal carotid artery. A 6f non-boston scientific (bsc) device was crossed the lesion and then delivered the 8.0-29 carotid monorail self-expanding stent for treatment. Afterwards, the 6f non-bsc device was withdrawn to give more space for the stent, and angiography was immediately performed to locate the stent for deployment. When the stent was deployed immediately, the stent could no longer be deployed despite multiple attempts. The 6f non-bsc device was then reinserted and removed the stent from the patient. A second 8.0-29 carotid monorail stent was then advanced, but this time, only one third towards the end of the stent can be deployed. After multiple attempts, the situation was not improved. The stent was then removed. The procedure was continued and completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the stent lodged inside the hemostasis valve.